Event description:
A surgeon reported that the infusion cannula would not stay in the trocar cannula during surgery. The surgeon had to insert the infusion cannula several times but was able to complete the procedure with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).